Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant procedure, the guidewire could not be advanced because it was not lubricated well with water. It was also reported that the guidewire was initially forced out and that the lead had not been flushed prior to insertion the first time. The lead was not used and replaced with a new lead. No patient complications have been reported as a result of this event.